Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim, there was a crack in the battery compartment and the battery cap was unable to be secured, and the buttons on the keypad were intermittently responsive with contamination found under the button contacts. This report is made based on results of investigation completed on 01/08/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings: the pump powered on to the verify screen in accordance with normal operation with the exception of a dim and discolored display. There were multiple pump reboots observed in the black box history. There was a crack in the battery compartment, but no evidence of moisture contamination was found inside the compartment or on the underside of the battery cap. The battery cap was unable to be fully tightened due to damaged cap threads and the crack in the compartment. There was no power loss observed. The keypad was peeling and all of the buttons were intermittently responsive. Contamination was found under all of the button contacts when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).